Event description:
Notice of event received per litigation. Pt is "lost to follow up" to physician of record. Complaint alleges the pt was at or near the security metal detectors at the airport when pt was stopped by airport security, and subjected to examination with a security device, which emitted electromagnetic and/or other radiation waves. As a result of this action the pt suffered a jolt to neck area, resulting in unit ceasing to operate and the pt experienced pain and additional surgery was required.

Event description:
Notice of event received per litigation. Pt is "lost to follow up" to physician of record. Complaint alleges the pt was at or near the security metal detectors at the airport when pt was stopped by airport security, and subjected to examination with a security device, which emitted electromagnetic and/or other radiation waves. As a result of this action the pt suffered a jolt to the neck area, resulting in unit ceasing to operate and the pt experienced pain and additional surgery was required.